Event description:
The customer contacted baxter's service center regarding an alarm, which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) stated they had been battling this alarm for 2 hours. The hp stated they changed out the bags but were still getting the same alarm. The technical service representative (tsr) asked the hp if they had changed out the cassette and the hp stated "yes". The tsr asked if they ended therapy to get the first the cassette out. The hp then stated they couldn't get it out. The tsr explained then they didn't change out the cassette after all and only changed out the bags and that they were putting themselves at risk of an infection because they compromised the set up by only changing out the bags. The tsr assisted the hp with ending therapy and removing the cassette. The tsr advised the hp to dispose of current supplies connected and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2012 and she said she was not aware of the patient having re-used single use product. She said she saw the patient yesterday and as far as she knew he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The problem of use error, re-use of single use product was confirmed, based on the patient's report. However, the root cause could not be determined as it is uncertain why the patient re-used single use product. The label review found the labeling adequate for the prevention of the use error in this complaint.